Event description:
The service engineer was preparing the MFR magnet for liquid helium filling. He opened the filling port and put his glove covered hand over the port to prevent leakage. He then suffered a helium burn.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. (B)(4).